Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.